Event description:
The reporter stated only "underdelivering medication". No other information was provided other than that there was no patient injury or harm.

Manufacturer narrative:
The suspect device was returned and evaluated. The date the evaluation was completed was on 06/11/2007. The reporter's complaint was verified. All of the calibrations parameters were outside of specifications. The tamper sticker was missing indicating that the device was opened up in the field. Further investigation revealed that parts were installed incorrectly. Also noted were cracked parts indicating impact damage, fluid ingression, and normal wear and tear. Once the damaged parts were replaced the device was re-calibrated it passed all functional and delivery tests. The periodic calibration of the device should be part of the facilities normal preventative maintenance program. This is being monitored for trends.